Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. The cause of the alarm was use error. Per baxter labeling, users are instructed to connect first before pressing "go" when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240 alarm (air in set), which occurred on the homechoice (hc) during peritoneal dialysis, initial drain. The caregiver (cg) initially reported a se 2367. The baxter technical service representative (tsr) reviewed the alarm log, found a se 2240, and discovered the patient had pressed "go" and started therapy before connecting but then connected and received the se. Proper procedures per the user manual were reviewed with the reporter. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.